Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should pertinent additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis was completed and showed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) recommended device replacement. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis was completed and showed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) recommended device replacement. The device remains in service. No adverse patient effects were reported. Additional information was received indicating that this ICD was explanted. This report has been updated.